Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead developed exit block, exhibited high undefined pacing impedance, and was not capturing. The lead was capped and replaced. No patient complications have been reported as a result of this event.